Event description:
It was reported that triathlon knee sets have rubberized green handles where a discharge occurs at the proximal portion of the rubber handle. Hospital sterility is concerned about proper sterile field conditions for surgery.

Manufacturer narrative:
An event regarding handle wear involving a patella caliper was reported. The event was confirmed. Visual analysis confirmed the reported event. The handle was returned worn and degraded. It is believed patient factors did not contribute to the reported event. Device history review indicated all devices accepted into stock met specification. Complaint history review indicated there have been no other events associate with the reported lot. CAPA was initiated because a series of complaints were received for triathlon instrumentation where green santoprene over-mold handles have been reported to be degrading, becoming sticky and unstable. Chemical and cytotoxicity tests showed the degraded santoprene is non-toxic. The ability to clean and sterilize the degraded instruments has not been compromised.

Event description:
It was reported that triathlon knee sets have rubberized green handles where a discharge occurs at the proximal portion of the rubber handle. Hospital sterility is concerned about proper sterile field conditions for surgery.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.